Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding the detachment of the adc device. Customer contact was made, and they reported on 05 jul 2022, the customer experienced symptoms of hypoglycemia described as sweating and was provided juice, as well as had a blood glucose test performed by a non-hcp for treatment. Additional blood gluocse tests were performed by non-hcp until the customer's blood gluocse levels stabilized. A new adc device was then applied to the customer. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An initial complaint was received via webform regarding the detachment of the adc device. Customer contact was made, and they reported on (B)(6)2022, the customer experienced symptoms of hypoglycemia described as sweating and was provided juice, as well as had a blood glucose test performed by a non-hcp for treatment. Additional blood gluocse tests were performed by non-hcp until the customer's blood gluocse levels stabilized. A new adc device was then applied to the customer. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.